Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: the patient information is unavailable. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioning as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the root cause for the deviations experienced in the or is an unstable platform due to poor attachment. Superior skiving potential along the cortical plates of t6-t12 right may have been a contributing factor. Due to the nature of deviations (superior), patient shift is less probable, but could not be ruled out. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a t5 to pelvis fusion case the multiple screws were found to be deviated from the plan. The case required three separate registrations to complete the entire surgery. During the second registration section which was the t6 to t12 area all of the left side screws were placed on plan, but all of the right side screws were superior 3-4mm. The screw placement for the section was completed one side at a time, the left side screws were placed first and then the right side screws. They did not notice the deviation until final post-op x-rays were taken. No other section had deviations. There was no known impact on the patient outcome. Additional information was received stating that navigation was used for the entirety of the case. Screws on the right side from t6-t11 needed to be revised prior to closing the patient. An additional hour and thirty minutes was needed to replace screws. Screws were replaced freehand. All the screws were placed while using the guidance system. The clamps were placed only at t7-t9. The surgeon checked the rigidity of the platform once the clamps were placed. Once the screws on the clamp were tightened, the surgeon pushed lightly on the clamps to make sure there was no independent movement of the clamp or spinous process. There was no noticeable patient movement. The site did have reachability issues for right t12 and right t11. The site was able to replan right t11 to accommodate, but replanning right t12 to an acceptable trajectory was more difficult, so the surgeon decided they would leave that screw out.